Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had ECG cable failure. The failure occurred during use on patient.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the ECG cable. Fse checked the ECG, the pressures and a balloon test. The electrode faults are ok. No problem found on the device. Fse carried out the check in accordance with the manufacturer's recommendations, following the service manual.